Event description:
It was reported that, four days post implant, the implantable pulse generator (ipg) exhibited a partial reset. It was also reported that the right atrial (ra) lead exhibited under-sensing, oversensing and a position check fail. The ra lead post-ventricular atrial blanking setting changed from partial to absolute. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an issue with the atrial lead position check. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial undersensing. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.